Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have had a lot of trouble charging the implant. Patient said the implant is put in vertical versus horizontal so it is always hard to get the stimulator to charge. Patient has to lay a certain way and not breathe for it to charge and it has been a hassle since day one. Additional information was received from the patient on (B)(6) 2025. Patient called back for assistance. Patient was able to pair the wireless recharger and the app. Patient was able to start a charging session. When patient first started the charging session, they said the implant "burned" then stopped.